Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after the pcoip was replaced, the system was performing as intended. The system then passed the system checkout and was found to be fully functional. The pcoip was returned to the manufacturer for analysis. Analysis found that there were no failures. Unit was tested on bench tester for over 24 hours without any issues. Analysis found that the returned part was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the camera cart monitor went black and showed the pc-over-ip (pcoip) connecting pop-up for 15 to 30 seconds before the video would come back up on the screen. This issue occurred intraoperatively. It was noted that the camera stayed on throughout the occurrence. Additionally, it was noted that this would be the site¿s fourth replacement of the pcoip part. There was no delay to the case, and there was no impact on patient outcome. It was further reported by the rep that after replacing the pcoip, the system performed as intended.